Manufacturer narrative:
The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the (B)(4) stenosed left subclavian artery was treated with deployment of a 8.0x27mm express ld stent. In (B)(6) 2015, the (B)(4) stenosed left subclavian artery was treated with deployment of 7.0x17mm and 8.0x17mm express ld stents, resulting in 0% residual stenosis. The patient was discharged two days later.